Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device's defib output was out of specification using internal handles. Complainant indicated that the clinician obtained a set of external paddles to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Device evaluation: zoll medical united kingdom evaluated the device and the device performed to specification. The customer's report was not duplicated. The device passed full functionality testing with the returned internal handles and multi-function cable. The internal handles passed the three month check out procedure. Review of the device history logs indicated the lower energy delivery was due to low patient impedance, therefore the device compensated and delivered the required amount of energy. It was determined this is not an indication of a device malfunction, as it performed as designed. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device's defib output was out of specification using internal handles. Complainant indicated that the clinician obtained a set of external paddles to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.